Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received identified the patient's scs system generator battery was replaced with a new one. Stimulation therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient cannot connect to the scs system implantable pulse generator with external devices. Reportedly, the patient had a total shoulder replacement performed and did not set the scs system to surgery mode. The generator would need to be replaced to address the issue.